Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks and six bursts of anti-tachycardia pacing (atp) for atrial fibrillation (af). Upon review, the shock terminated the rhythm however there was noise noted with pacing inhibition, with possibly at least one beat of failure to capture and oversensing on non-(B)(6) right ventricular (rv) lead. The health care professional (hcp) stated that there was possibly a rv lead fracture, and the shock impedance measurements were less than 20 ohms. The patient was admitted to the hospital and technical services (ts) provided troubleshooting recommendations. This device and non-(B)(6) lead currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).